Manufacturer narrative:
(B)(4). As the sample was not returned, an evaluation could not be performed. If additional information becomes available, a follow up medwatch will be submitted.

Event description:
A customer reported a system error (se) 2240 (air in line) alarm, followed by a se 2367 alarm, on the home choice (hc) in dwell 3 of 5. The technical service representative (tsr) explained the alarm, however, the tsr was unable to find the cause of the alarm through trouble shooting. The tsr instructed the caregiver (cg) to close all the clamps to the bags/patient line, cycle the power off/on, at press go to start, then at load the set, and then the cg removed the cassette. The tsr advised the cg to dispose of the current supplies and start over with all new supplies. There was patient involvement, however, no adverse event was indicated at the time of the initial report.